Manufacturer narrative:
A replacement breast pump and new breast shields were sent to the customer. On (B)(6) 2016, the customer reported to a medela clinician that she had received dicloxacillin to treat mastitis in (B)(6), and that she had been prescribed keflex to treat a clogged duct in (B)(6). She also reported to the medela clinician that the new, smaller, breast shields seem to fit better and have improved her ability to express milk. The original device was received by medela on 03/16/2016. However, as of the date of this report, the product evaluation has not been completed. Should additional information become available resulting in new, changed, or corrected data, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer reported to medela customer service that she had clogged ducts and mastitis, for which she was prescribed oral antibiotics. She stated that her pump in style starter breast pump was not emptying her breasts.